Manufacturer narrative:
Murray, diana & yerby, m. "Efficacy of vagal nerve stimulation on selected patients with intractable epilepsy".

Event description:
It was reported a vns therapy pt did not receive any benefit from vns therapy. Good faith attempts to obtain additional info have been unsuccessful to date.